Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation.

Event description:
It was reported that the technician was priming a 10.5 diopter aq2003v silicone three piece lens and the leading haptic was torn off by the aq cartridge-fp. There was no pt contact. The reporter stated the cartridge was tearing as the lens was being pushed through and in turn, the cartridge was tearing the leading haptic off. The surgeon felt that the cartridge was defective.